Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, during the inspection it was detected that the adhesive on bending section cover (a-rubber) was detached. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device

Event description:
It was observed that during the device evaluation of the videoscope, the adhesive on the bending section cover (a-rubber) was detached. There were no reports of patient involvement.